Manufacturer narrative:
(B)(4). One (1) open sample was received for evaluation. The sample was visually inspected and an incorrect assembly was observed in the oxygen tubing of the connector; the tubing was not assembled at the minimum level of insertion. Solvent residual shows that the tubing was inserted before the acceptable level of assembly. No issues were found during the review of internal production records for the lot indicated that could result in the reported condition. Based on the investigation, the most probable cause for the issue reported is due to manufacturing personnel not following the applicable manufacturing process and did not correctly assemble the tubing in the connector. To prevent future occurrences, the following actions have been implemented: applicable personnel were notified of this issue and re-trained on the manufacturing procedure. Work instructions will be modified to add visual aids with a more clear acceptable/reject able criteria for oxygen tubing assembly to connector. Carefusion will continue to monitor and trend this issue.

Event description:
Reported via email: oxygen tubing becomes disconnected from bottom of resuscitation bag, and falls out. Picture attached. Per conversation with the sales rep on (B)(4) 2014, the correct product code is 2k8036. This defect has occurred with 5-6 resuscitation bags. Two of which was noticed prior to patient use while staff check their stock. The remainder were observed during patient use,of which resulted in the clinician to replace with another bag. No patient harm reported as bags were replaced.

Manufacturer narrative:
This supplemental is being filed due to a retrospective review of MDR submissions. Corrections and additional information has been completed. (B)(4). Additional investigation result: sixty one additional closed samples received from the same lot. Eleven of the samples failed the hand pull test on the tubing to the adaptor area. In addition, the 61 additional samples were dimensionally inspected and found that p/n 58-1831 was outside specification range. Based on the investigation, the most probable cause for the issue reported is due to manufacturing personnel not following the applicable manufacturing process and did not correctly assemble the tubing in the connector. To prevent future occurrences, the following actions have been implemented: applicable personnel were notified of this issue and re-trained on the manufacturing procedure. Work instructions will be modified to add visual aids with a more clear acceptable/reject able criteria for oxygen tubing assembly to connector. Additional samples will be taken by production every two hours to perform dimensional inspection using a fixture. Carefusion will continue to monitor and trend this issue.